Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was reported to be due to a myocardial infarction and sepsis. Two days prior to passing away, the patient was hospitalized for sepsis. The patient had been performing automated peritoneal dialysis (apd) therapy prior to death; however, it was not reported if apd therapy was ongoing up until the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.